Event description:
Approximately one month after the second treatment with bovine collagen the pt experienced a sensitive lump at one of the treatment sites. The physician diagnosed an allergic reaction and treated with oral medrol dose pack and intralesional triamcinolone.